Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump was beeping and vibrating, it was noted to otherwise be unresponsive and stopped all insulin delivery. The customer's blood glucose level was 139 mg/dl. Reportedly the customer has manual injections of lantus and fast acting insulin available as alternate insulin therapy.